Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7075630 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7075668 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 28051433 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and tingling sensation. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.